Event description:
It was rpeorted during removal of an ultimum introducer sheath, it broke into two pieces; from the hub. The remainder of the sheath had to be surgically removed. The pt was reportedly doing well.